Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the end of the sensor implant procedure upon catheter removal the distal portion catheter sheath broke and remained in the vessel. Subsequently, the physician could remove the broken part successfully. Reportedly, the sensor was placed in the targeted area and was calibrated. No adverse patient consequences were reported.